Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: cystectomy. Durante l'intervento di evaluation di una cistectomia,dopo circa 3 ore dall'utilizzo ed una pulizia costante delle ganasce , la lama dello strumento si è bloccata durante la sintesi. Il chirurgo non riusciva ad aprire le ganasce. Forzando l'apertura le ganasce si sono riaperte ma la lama è fuoriuscita dalla linea guida. Abbiamo dovuto aprire un nuovo manipolo per terminare l'intervento. Translation: during a cystectomy surgery for an evaluation, after about using the device for three hours and a constant cleaning of the jaws, the blade got stuck during sealing. The surgeon could not open the jaws. At the end the jaws opened but only applying force and in any case the blade did not stay in place. We needed to open an additional unit to finish the surgery. Patient status: no patient injury or illness associated with the complaint event

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed that the device was returned in the unlatched position with an exposed blade. Additionally, eschar buildup was observed on the sealing surfaces of the jaws. During functional testing, engineering was unable to activate the blade, thus confirming the complainant's experience. After disassembly of the device, engineering noted an internal component was broken. Based on the condition of the returned unit, it is likely that the reported event was caused by blood and eschar buildup on the sealing surfaces of the jaws. Excessive buildup can cause the blade to become stuck in the activated position, which would result in locked jaws. The instructions for use (IFU) warns that "build-up of eschar can negatively affect the sealing and cutting performance... For optimal performance, keep the blade channel and jaw surfaces clean. With the jaws closed pull and release the blade lever to clear the blade channel from eschar build up. Use a gauze pad soaked with sterile water or saline to remove eschar." The root cause of the exposed blade is an internal component that was broken during the procedure, which likely occurred when manually pushing the handle and blade lever forward after they had stuck. Applied medical will continue to monitor its vigilance systems for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.